Manufacturer narrative:
The device was returned and evaluated. During settling time testing, it was clear that the device had sustained significant damage. The setting indicator was frozen. A magnet was introduced to the device and minimal movement was produced. The product is 100% tested at the supplier as part of the manufacturing process. It is unlikely that the damage exhibited during the device evaluation would not have been detected. Based on the results of the evaluation, we are able to confirm the reported issue; however, we are unable to tell when the observed damage took place. A backup device was used to reporgram the valve without issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient has an original certas valve (implanted before (B)(6) 2013). The certas toolkit in question was used to attempt to reprogram the valve and it would not indicate correctly. A backup certas toolkit was then taken into the room and the valve was indicated immediately and the reprogramming was completed. Only section two of the certas complaint questionnaire below has been filled out since there was only a problem with the indication tool. No adverse, no delays.